Event description:
It was reported that during device upgrade, fluoroscopy revealed externalized conductors. Slight increase in rv threshold was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were found between 7.3cm to 9.3cm and 36.1cm to 37 from the distal tip. Etfe coatings under these areas were normal. Coils/cables continuity were normal.